Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 14-march-2017. Correction to serial#.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/22/2016 with the following findings: there was evidence of moisture corrosion observed on the display screen inside the pump. The battery compartment was cracked below the grip pad. A leak test failed due a battery compartment leak. The pump powered on with auditory and vibration to a blank screen. The pump¿s cover was removed and further moisture corrosion was found to the display screen, the eeprom and to the keypad flex/connector.